Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the app uninstalled itself. Data was returned but will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.